Event description:
It was reported that at implant the physician tested the helix of the lead before the implant and it was okay. Then during the procedure when the physician tried to reposition the lead the helix was blocked. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4)- the full lead was returned and analyzed. Analysis revealed that the distal conductor was distorted. The helix/lobe was distorted and bent. There was blood in/on the helix/lobe mechanism. Apparent damage at implant was noted. Visual comment: the helix will not extend or retract due to distal conductor distortion within the connector.